Manufacturer narrative:
Investigation in process.

Event description:
It was reported that radiological evaluation revealed that the tm glenoid was not fully seated. The surgeon revised the patient with another tm glenoid.